Manufacturer narrative:
(B)(4). Evaluation: the root cause of the reported condition was due to excessive heat resulting in the separation of the coiled cap from the cover. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The initial visual evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that one folfusor elastomeric device was observed with the coil cap separated from the housing. This condition was noted upon receipt of the device, prior to patient use. No additional information is available.